Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the drive shaft for ria 2 520 mm (pn: 03.404.035, ln: h870246, qty: 1) was returned and received at us cq. Upon visual inspection, scratches/nicks were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was not confirmed for the drive shaft for ria 2 520 mm (pn: 03.404.035, ln: h870246, qty: 1). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.404.035 synthes lot # h870246 supplier lot # h870246 release to warehouse date: 23 jan 2020 supplier: (B)(4) no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a femoral procedure due to osteomyelitis infarction, one (1) 10.5mm reamer head and one (1) 11.0mm reamer head tines were broken and embedded in the patient. One (1) drive shaft was broken during reaming. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed. There was patient consequence. Concomitant device reported: unknown reaming rod (part# unknown; lot# unknown; quantity: 1), unknown drill bits (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) drive shaft for ria 2 520mm. This is report 3 of 3 for (B)(4).